Manufacturer narrative:
The reported oad was received for analysis. Visual analysis of the device did not identify any damage which would have contributed to the reported event. Adhered biological material and plaque pieces were observed on the driveshaft and crown. A guide wire was unable to pass through the area with accumulated biological material. The morphology and exact root cause of the accumulated biological material is unknown. Scanning electron microscopy confirmed the presence of plaque chips on the crown and driveshaft. The oad was tested and functioned as intended with no anomalies observed. At the conclusion of the device analysis investigation, the reported event of the oad unexpectedly shutting off was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the diamondback peripheral orbital atherectomy device (oad) unexpectedly shut off. The target lesion was 15 cm long, 60-70% stenosed with moderate to severe calcification and located in the distal superficial femoral artery (sfa) and throughout the popliteal artery. The initial oad used would not remain on, and after several attempts to restart, was removed from the patient. A second device was used to complete the procedure with no patient complications. Upon analysis of the reported device, plaque chips were noted to be adhered to the crown.